Manufacturer narrative:
Upon investigation of the actual device used in the incident, it was determined that new patient and new medication data were not appearing. A technical support specialist (tss) dialed into the server and ran a server downtime query, which showed that messages were not crossing, although no disconnected flag was present. A query was also run from knowledge article (medes: interface delayed/down notice), confirming that messages were not crossing. The tss then restarted the bd station external inbound processors, bd data synchronization, maintenance, job scheduler, and external messages, followed by restarting all four net tcp services, but the issue persisted. However, a few minutes later, the query was run again, and messages were found to be crossing and current to the server. The tss called the user to update them on the findings, and the user confirmed that the patient provided in the sample was now appearing at the station. The tss also received a report from the customer that all stations were in critical override. It was explained to the customer that the issue had occurred due to the es server being down for a period. The tss confirmed with the customer that the issue had been resolved in their end. The system functioned as intended after the technical support specialist troubleshot the device. Hot the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server new patient and medication were not showing up. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.